Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B(4).

Event description:
It was reported that during an implant procedure the lead had high thresholds, could not be fixed well, and was not pacing normally. The physician extracted the lead, washed off the cardiac muscle tissue on the head end of the lead and tried to implant it for the second time but parameters were still dissatisfactory. The patient had frequent ventricular tachycardia and serious right ventricular cardiomyopathy. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.